Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A share download could not be performed due to no data available. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver showed an unknown error message. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.